Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is below 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 330 mg/dl and 374 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: 422mg/dl (B)(6) 2015 11:33 pm fasting:no; 2: 502mg/dl (B)(6) 2015 11:27 pm fasting:no; 3: 56mg/dl (B)(6) 2015 08:02 am fasting:yes; 4: 416mg/dl (B)(6) 2015 11:35 pm fasting:yes; 5: 103mg/dl (B)(6) 2015 08:28 pm fasting:yes. Adverse event not reported.